Manufacturer narrative:
(B)(4). This record was converted. For additional information about the analysis, please see sap. Unit had motor error on rewind due to motor encoder signal out of phase. Unable to verify e-70 alarm in history screen due to motor error during rewinding. Hd (B)(6) 2012.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was unable to successfully clear the alarm. Customer performed self test and the test passed. No harm requiring medical intervention was reported. The customer will discontinue to use the product.